Manufacturer narrative:
The biomedical engineer (bme) reported that the nursing staff reported that the gas unit was dropping readings in and out. No patient harm was reported, and no error messages were received. The bme has not been able to duplicate the issue, and there were no problems when testing the unit. The bme would like to send the unit in for an evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 05/03/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 05/14/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/20/2024 emailed the bme for all information in the ni list above: the bme responded with the concomitant medical device and part of the patient information; the rest was unknown. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra serial #: (B)(6) device manufacturer data: 12/07/2013 (july 12, 2013) unique identifier (UDI) #: (B)(4). Returned to nihon kohden:

Event description:
The biomedical engineer (bme) reported that the nursing staff reported that the gas unit was dropping readings in and out. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the nursing staff reported that the gas unit was dropping readings in and out. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nursing staff reported that the gas unit was dropping readings in and out. No patient harm was reported, and no error messages were received. The bme has not been able to duplicate the issue, and there were no problems when testing the unit. The bme would like to send the unit in for an evaluation. No patient harm was reported. Investigation summary: the reported issue was not duplicated or confirmed. Upon evaluation from the repair center, they found the unit to give good readings during the gas accuracy test. However, due to the unit's age, the repair center recommended an exchange, as when this unit does fail, it will not be repairable. Based on the available information, the most probable root cause was due to improper patient preparation and/or improper cable setup. However, the customer did not want to troubleshoot over the phone. We have also identified several potential causes of non-reading related issues, which are not limited to; intermittent readings related to the settings on the monitoring device to which gf-210ra is connected or the measurement system is not properly connected. When the issue is not duplicated or unknown, the possible causes can also be related to the incorrect or inappropriate connection of the air tubes, connectors, and or water trap. A serial number review of the reported device does not reveal additional related complaints, and a complaint history review of the customer's account does not reveal trends for similar complaints. The unit worked as intended and did not malfunction. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 12/07/2013 (july 12, 2013). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.